Event description:
The user facility reported that a bipella patient encountered ischemia during impella rp flex support. A fem-fem bypass was performed while patient received both impella cp and impella rp flex support to prevent ischemia.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.